Event description:
It was reported to philips that the device would not turn on. There was no patient involvement.

Manufacturer narrative:
Based on the information available, the cause of the reported problem was confirmed and traced to the power supply module failure. Reported problem was solved by third party, after replacing the power supply module, device was successfully returned to service. The investigation concludes that no further action is required at this time.